Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced worsening pain around his rib cage following the implant procedure. The patient also stated he experienced sensitivity at his incision site in addition to weakness in his legs. The physician suspected bleeding in the mid thoracic region (incision). At this time, it is undetermined if the patient was hospitalized due to his symptoms. Follow-up identified the patient's symptoms have resolved.